Event description:
It was reported that this right ventricular (rv) lead and right atrial (ra) lead dislodged. Surgical intervention was undertaken. The leads were explanted and replaced. No additional adverse patient effects were reported. The product was retained by the hospital; however, the return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.additional information was received that this product was discarded and will not be returned.

Manufacturer narrative:
Investigation conclusion:the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however the device was discarded. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead and right atrial (ra) lead dislodged. Surgical intervention was undertaken. The leads were explanted and replaced. No additional adverse patient effects were reported. The product was retained by the hospital; however, the return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.